Event description:
Clinician was placing a syringe in the hole on the back end of the safety barrel and doing a blood draw which resulted in reactivating the needle and causing a needle stick injury.

Manufacturer narrative:
Conclusion: without a lot number, we are unable to review the device history record or material review report for any irregularities that may have been found during the manufacture of the product. The sample was discarded by the facility. (B)(4).